Manufacturer narrative:
Continuation of d11: product ID: 39286-65, lot#/serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the final disposition was made according to the institution's procedures.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep), as part of a clinical study, regarding a patient who was trialing an external neurostimulator (ens). It was reported that the system initially controlled symptoms, but lost effectiveness. The system was explanted, which was noted to be the patient's choice. No further complications were anticipated. The issue occurred during normal use. Patient medical history was noted: neuropathic type pain due to injury to tissue of the nervous system, post-laminectomy pain with a year of onset of 1991, depression which was treated, back pain with equal leg pain, a herniated disk as the etiology of the original back/leg pain, a discectomy with an unknown date of surgery, and laminectomy with an unknown date of surgery, a foraminotomy with an unknown date of surgery, and a previous neurostimulator for this indication with an unknown implant date. Additional information received from the consumer via manufacturer representative (rep) reported that the therapy was no longer being effective and the consumer requested that the device be removed. It was their decision and not medical criteria.